Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self-test and displacement test. No display anomalies noted including flashing white display or missing segments/partial display anomalies noted. Unit was programmed with test gst 3c link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. The sensor feature working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a flashing display. The customer¿s blood glucose level was 130 mg/dl. The customer states that the screen is flashing white and black display. Troubleshooting was performed for blank display and noticed no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.